Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Serial number of the myosure control unit and hysteroscopy not provided by the complainant. The disposable device is not being returned; therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review was not able to be conducted for the myosure system as the lot number was not provided by the complainant. (B)(4).

Event description:
It was reported that physician performed a myosure procedure for uterine tissue removal procedure on (B)(6) 2014. The procedure was completed, but upon removal of the device from the patient's cavity, the physician used graspers to remove the remaining tissue floating in the cavity. The patient's "oxygen saturation level (o2 stats) started to drop, but the blood pressure was stable". The physician then "intubated the patient and checked her belly which was found to be distended". The fluid deficit amount is unk. On (B)(6) 2015, it was reported that the patient's fluid deficit was between 3000 ml - 5000 ml. There was no perforation identified. The patient was admitted into the hosp for observation and discharged the following day. Currently, the patient is doing "good".